Event description:
I was on zepbound single vials. They send easy- touch needles. 31 gauge 5/16 lot number 76241, item 63116102, manufactured 11-05-2025, exp-11-04-2030. These needles bend when you insert then into the vial. Sometimes they bend left or right and sometimes they just crumple on themselves. During my most recent injection the needle broke off under my skin in the lower abdomen. I went to the emergency room. Both an x ray and ultrasound was done and they confirmed a retained fragment of the needle and placed me on antibiotics. I have an appointment with general surgeon (B)(6) in approximately one week, I had reported this earlier to someone at (B)(6) but cannot tell you who. This time I spoke with (B)(6) at (B)(6).